Manufacturer narrative:
(B)(4). This complaint for an iipv was confirmed based on the reported drain volumes, but no root cause could be determined. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding the home patient (hp) feeling empty and had drain pain, on the home choice (hc) unit. The problem was noted during use with the patient connected in drain 5 of 5. The drain volume (dv) was 3835ml, fill volume (fv) was 2200ml. The caller wanted to start last fill at 1200ml. The technical service representative (tsr) bypassed machine to last fill. The hp advised the tsr they felt empty and were cramping. The hp did not want to swap the hc even though the dv was 3835ml and fv was 2200ml. The tsr advised the caller the amount is considered increased intra-peritoneal volume (iipv). The hp was doing tidal therapy and ultra filtration per cycler was 2 ml. The hp just wanted to resume the last fill. The hp would call back if any there were any more problems or questions. The hc met device specifications and was safe to leave in the customer's home. There was patient involvement however there was no patient injury or medical intervention, associated with this event. During a follow-up with the hp, they confirmed that they still had the pain during the initial and final drain and that she has always had it since she started on peritoneal dialysis (pd) last year, she thinks in october. The hp confirmed that she still has the same cycler machine. Baxter encouraged her to call into the technical service centre if she would like to see if they would swap it as per this complaint description, the tsr had asked about swapping but for some reason she did not want it at the time. She confirmed that she didn't remember being asked at that time; she also did not remember much detail of the event. The hp confirmed she will call her pd unit and advise them and also call baxter technical services to check about a swap.

Manufacturer narrative:
(B)(4). The home choice device was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.